Manufacturer narrative:
The field service engineer confirmed the reported problem and replaced the front bezel assembly to resolve this issue.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported they were unable to set parameters. The inability to make changes to the patient settings may be detrimental to the patient. No patient involvement reported.